Manufacturer narrative:
(B)(4). Image review: complaint is functional in nature, and require physical examination. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent surgery for lumbar disc herniation. Intra-op, flexible arm was loose. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.